Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had been informed by a manufacturer representative (rep) that the battery of the new implant was already drained by 50%. The patient complained that the battery was draining much faster than expected. The issue was not resolved as of (B)(6) 2019. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use. Additional information was received from a rep. It was reported that the patient had gone to the pacemaker clinic for an annual check-up when they were informed that the new implant was 50% depleted. They did not know what caused the battery to drain so quickly. The patient complained that the previous battery lasted eight years, so they were expecting the new battery to last just as long.